Manufacturer narrative:
Section a4 - patient weight was added. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an open area with exposed wires on the driveline that was on the patient side of the modular cable attachment. It was previously rescue taped but that had fallen off when the patient had arrived to the hospital. There was also another area that was broken down and exposed that was closer to the body. Both spots were retaped on arrival. They did not remove the previous tape due to concerns of further damage. The patient did not seem to be having alarms or power spikes, but log files and photos were submitted for review. The event log captured routine events, the ventricular assist device and peripheral equipment were functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a4: patient weight was requested but not yet provided review of the submitted images confirmed the reported damage to the patient's driveline. Although a specific cause for the damage could not be conclusively determined, it did not appear to have contributed to an electrical issue. The account submitted two images of the pump cable revealing two areas of damage. The first image revealed damage adjacent to the inline connector, with the damage penetrating through the outer jacket, armor, and bionate layers, exposing the underlying wire insulations. Although the wire insulations were exposed, no underlying conductors were visible, and the wire insulations appeared intact. Provided information from the account indicated that the damage had been previously rescue taped, but the tape had fallen off when the patient arrived at the hospital. The second image revealed an additional area of damage along the middle portion of the pump cable. This damage penetrated through the outer jacket only, exposing the underlying armor layer. No other areas of damage were observed. Both areas of damage were retaped upon the patient's arrival to the hospital, and the previous tape was not removed due to concerns of further damage. There were no alarms or power spikes noted. Review of the submitted log files captured the pump operating as intended. There was no evidence of an issue with the driveline. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbooks caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The relevant sections of the device history records for mlp-004093 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.